Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by ongoing windows patching and scheduled server reboots. A technical support specialist informed the customer that the downtime was related to scheduled windows patching and server reboot activities. The customer was advised that the downtime would last approximately one hour. After the servers were back online, the specialist verified that the orders successfully crossed over from the admission, discharge, transfer/pharmacy information system (adt/pis). The tse also confirmed that the critical override was turned off in the station. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es experienced an issue where multiple orders were not crossing over to multiple devices. The stations were in critical override mode, and the issue affected the emergency department. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.